Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), difficulty was experienced inserting the right atrial (ra) lead, left ventricular (lv) lead and defibrillation lead into the device header. The leads were able to be successfully inserted into the device header and the implant was completed without further complication. No adverse patient effects were reported.